Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 66 mg/dl at the time of admission and they had ketones. The customer was at 242 mg/dl at the time of the call. The customer used food and was not treated by the paramedics or the emergency room staff. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's meter read 50 mg/dl but the paramedics meter read 107 mg/dl. Customer also reported sensor calibration issues, and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.